Event description:
The customer reported to olympus, a loaner device evis exera iii video system center exhibited error code b40 indicating the video system center is damaged. There was no patient involvement in this event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, error code b40 was found, printed circuit board failure was noted, and additional failure modes were noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the b40 error was confirmed. It was determined that b40 error was displayed due to a faulty converter and faulty printed circuit (cm) board. No further information was obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.